Event description:
It was reported that there was a non-sustained lead noise alert for far field p-wave oversensing. Adjusting the sensing was not possible due to low r-waves. The physician will monitor the patient. There were no adverse consequences.